Event description:
The user reported that the pressure infusion bag was losing pressure. No harm or injury to the patient was reported.

Manufacturer narrative:
H3: device evaluation: the device has not been returned for evaluation. A follow up report will be sent when the evaluation has been completed.